Event description:
A surgeon reported a system message displayed, indicating to contact technical services during a procedure. The case was completed by enlarging the incision to extract the remaining cataract and proceed manually. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).